Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade iii.

Event description:
Healthcare provider reported capsular contracture baker grade iii . Device remains implanted. This relates to the left side.

Event description:
Healthcare provider reported left side capsular contracture, baker grade iii . Device has been explanted and replaced.

Manufacturer narrative:
Additional, changed, and/or corrected data: a4.

Event description:
Healthcare provider reported left side capsular contracture, baker grade iii . Device has been explanted and replaced.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: capsular contracture: unable to confirm, as it is a medical event. Not related to the device. Additional observations: brown particles on the surface of the shell, crease fold observed, broken of the plug strap observed, delamination observed, fluids observed. No further actions are required, as the device was implanted.

Event description:
Healthcare provider reported, left side capsular contracture, baker grade iii. Device has been explanted and replaced.